Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735672 , serial/lot : unknown. A medtronic representative went to the site to perform a system check out and they found that the system displayed "no signal" when turned on. The representative hit the reset button, and the system turned on normally. When the system was powered off again, the same issue would occur though, so the cmos battery was replaced to resolve the issue.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the manufacturer representative called to report that the system booted up to no signal. Multiple reboots did not resolve the issue. The representative swapped to another navigation system. There was no patient involvement.